Manufacturer narrative:
Medivators has requested the devices subject of the event are returned for evaluation. The investigation into the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. No report of injury.

Manufacturer narrative:
A steris account manager contacted the customer to discuss the event and the customer reported that to date, they have not had any additional issues while using the defendo valves. The device subject of the event was discarded and cannot be returned for evaluation. Without the returned device, a root cause could not be determined. Lot 568732 was entered in error and is the incorrect lot number. The lot number is unknown. No additional issues have been reported.